Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-06-16: it was further reported that the ra lead was fully explanted.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) lead an insulation breach occurred after the lead was freed from the pocket. The ra lead was transected, partially explanted and replaced. No patient complications have been reported as a result of this event.